Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the sheath was not able to advance past the septum, despite multiple attempts by the physician. There was resistance between the devices used. The physician believes that the guidewire may have deployed through a side hole at the distal end of the sheath. The noted resistance did not result in any physical/visible damage to the sheath, nor did it result in high force to move the catheter or slippage of the catheter from the sheath. There was no resistance or other issue noted when trying to withdraw the catheter or dilator from the sheath. The carto vizigo® sheath was replaced and the procedure continued with no further issues. There was no injury or consequence to the patient.

Manufacturer narrative:
On 12-jan-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A device history record evaluation was performed for the 60000712 finished device, and no internal actions related to the reported complaint condition were identified. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).